Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received for evaluation and repair with a non-medtronic cable. The device was not working upon arrival and a temperature test was not performed. The internal parts were severely corroded due to dried saline. The motor cable assembly, bearings, and seals were replaced and the device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient impact.

Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that the device got hot to the touch suddenly and was not operating properly. The hcp noted the doctor was getting ready to use the device on the patient and noticed the blade was barely turning and sounded like it was struggling. A new blade was tried with the same results so, a different handpiece was brought in, which had no problems, and the procedure continued to completion.